Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh and posterior repair due to leiomyomata uteri, the abnormal uterine bleeding secondary to #1 or (leiomyomata uteri), as stated in file pelvic pain, sui and rectocele. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent laparoscopy w/lysis of dense pelvic adhesions on (B)(6) 2012 due to chronic pelvic pain.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal tissues and she has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with hysterectomy due to sui, cystocele and rectocele. It was reported that following insertion the patient experienced urinary problems, dyspareunia and vaginal scarring. No additional information was provided.